Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 850.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the routine pump replacement procedure, the pump section of the catheter was replaced. The physician then aspirated from the cap (catheter access port) and a priming bolus of the pump tubing and total catheter volume was completed. The following day, the patient had withdrawal symptoms and was admitted to the hospital. The caller was calling to confirm the programming. The agent discussed the programming with the caller and the caller stated that everything was accurate. Drug rinsing was discussed, as well as confirming the actual drug concentration that was mixed by the pharmacy.

Manufacturer narrative:
H3. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was hospitalization was not related to the pump. Moreover, the patient was doing well after hospitalization. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.